Event description:
The patient started using v-go 20 on (B)(6) 2019 and on this day, the needle button accidentally popped out. The patient stated that he did not press the needle release button but feels that he accidentally may have triggered something.